Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Corrected section box e-reporter country added.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. The manufacturer received information alleging that after stopping use of the device in (B)(6) 2022, patient passed out and was in the hospital for a week, were subsequently diagnosed with a fungal infection in their throat requiring medication, and are experiencing dizziness and lightheadedness related to non-use of the device. The device was returned to a third party service center for evaluation; there was no evidence of sound abatement foam degradation, and the complaint was not confirmed. The device was scrapped. H3 other text : device evaluated by third party service center.